Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was not happy with their vision and there was a lens malfunction. The iol was exchanged for another lens with a different power one month after the initial lens implantation. Additional information has been requested.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the nurse reported the iol was exchanged for the same lens model, but one and a half diopters more power. There was no hospitalization required.

Manufacturer narrative:
The lens was returned. Solution was dried on the lens. One haptic is bent in the gusset area. The other haptic is bent in the gusset and distal area. The optic is torn/cut into pieces. The optic is broken on three posts of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the complaint of ¿explanted lens; lens malfunction; iol diopter exchange¿. The lens is torn/cut typical of an insertion and removal. Additional lens damage was observed that appears to have been caused by posts of the lens case. A power and resolution evaluation could not be conducted due to the extreme damage to the lens. The manufacturer internal reference number is: (B)(4).